Manufacturer narrative:
Concomitant products: custom made fenestrated/branched device (lot # ac991215; zenith preloaded fenestrated prox); universal distal body (lot # ac991214, catalog # zenith distal aaa bifenestrated graft); iliac leg graft, left (lot # 7618385, catalog # zsle-16-74-zt); thoracic graft (lot # e3447305, catalog # ziade-26-104); thoracic graft (lot # e3559962, catalog # cmd zta pt-f); renal stent, right (catalog # bgp28052; lot # 105932); renal stent, left (catalog # bgp2707; lot # 105001); sma stent (catalog # bgp27101, lot # 105562). (B)(4).

Event description:
It was reported a clinical study patient experienced a distal type I endoleak. On (B)(6) 2016 (162 days pre-procedure), the pre-procedure computerized tomography (CT) scan from showed a stable type IV thoracoabdominal aortic aneurysm with a maximum diameter of 60 mm. The celiac, superior mesenteric artery (sma), and right and left renal arteries were patent, and there were no renal infarcts. There was evidence of mild iliac angulation. On (B)(6) 2017, during the index procedure, the patient received five cook devices and three devices from other manufacturers. There were difficulties catharizing the celiac trunk which was therefore embolized. The post-procedure imaging revealed no evidence of device integrity issues or any abnormal findings. A type 2 endoleak was observed. On (B)(6) 2017 (one-day post-procedure), the patient suffered from what was suspected to be procedure-related sepsis. This was treated with medication and it was resolved on (B)(6) 2017. On (B)(6) 2017 (111 days post-procedure), a post-procedure follow-up CT imaging showed patent devices and patent celiac, sma and renal arteries. A type 2 endoleak was still present. There were no device integrity issues observed. On (B)(6) 2017 (202 days post-procedure), a post-procedure follow-up CT imaging showed patent devices and patent celiac, sma and renal arteries. A type 2 endoleak was still present. Also, a distal type I endoleak on the left iliac leg graft was observed. There were no device integrity issues observed. On (B)(6) 2018 (267 days post-procedure), the patient had a secondary intervention performed due to bilateral inguinal hernia at the two scars from the index procedure on (B)(6) 2017. A placement of a parietal reinforcement prosthesis by the pre-peritoneal route was done via a ¿stoppa¿ technique. Of clinical symptoms, the patient had only little pain but you could see the hernias when he coughed. The secondary intervention was considered successful. The patient remains in the study.

Event description:
Translation received 02aug2018, from the physician's statement in (B)(6), "it is likely that the containment is related to the connective tissue disease presented by the patient rather than a sizing problem".

Manufacturer narrative:
(B)(4). Investigation/evaluation: the actual complaint device was not returned. Without the complaint device, a physical investigation was not able to be completed. Imaging was provided for review. Planning and sizing for this procedure was initially requested, however, it was indicated that no additional information can be provided. A document based investigation was performed. A review of the provided imaging, device history record, instructions for use, and quality control data was conducted. The device history record for the complaint device lot number was reviewed and noted there were no non-conformances. A 6-month post-operative CT study was provided. The ipsilateral limb of the universal distal body lands 27 mm above the right cia bifurcation and there is contrast seen around the distal graft for a length of 14 mm, consistent with a type 1b endoleak. Impressions of the imaging reviewer are that there is a limited type 1b endoleak around the ipsilateral limb of the universal distal body in the right cia. There is a large type 1b endoleak around the left iliac zsle leg that extends proximally into the abdominal aortic sac. Both iliac grafts land in dilated cia segments distally, resulting in lack of distal seal. On the right, there is a short segment of seal in the proximal cia, limiting the endoleak to the mid cia. On the left, however, the entire proximal to mid cia is aneurysmal with no wall apposition of the iliac leg graft. Both iliac grafts land significantly above the iliac bifurcations. It cannot be determined from this study if the devices were not appropriately sized or positioned during the index procedure or if this is due to progression of disease. The imaging reviewer questions the positioning of the devices or sizing of the devices. According to the instructions for use (IFU), strict adherence to the zenith spiral-z aaa iliac leg IFU sizing guide is strongly recommended when selecting the appropriate device size. Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. There is no information about the placement of the device. The IFU also instructs that inaccurate placement and/or incomplete sealing of the zenith spiral-z aaa iliac leg within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. The patient¿s anatomy was very challenging regarding placement of these devices. There are two endoleaks mentioned in this complaint. Each zenith device is shipped with instructions for use (IFU), listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. As provided in the IFU, inspect the device and packaging to verify that no damage has occurred as a result of shipping. If damage has occurred, do not use the product and return to cook. Do not bend or kink the delivery system. Doing so may cause damage to the delivery system and the zenith spiral-z aaa iliac leg graft. Do not continue advancing any portion of the delivery system if resistance is felt during advancement of the wire guide or delivery system. Stop and assess the cause of resistance; vessel, catheter or graft damage may occur. Exercise particular care in areas of stenosis, intravascular thrombosis, or in calcified or tortuous vessels. Inaccurate placement and/or incomplete sealing of the zenith spiral-z aaa iliac leg within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the internal iliac arteries. This complaint was opened due to the reported distal type I endoleak in the left (contralateral) zsle-16-24-zt (lot# 7618385) iliac graft. During the follow-up procedures, a type ii endoleak and procedure related sepsis was observed. The sepsis was treated with medication and was resolved. 202 days after the procedure a distal type I endoleak on the left iliac graft was observed. A secondary procedure was performed due to bilateral inguinal hernia at the two scars from the index procedure and placement of a parietal reinforcement prosthesis by the pre-peritoneal route was done via a ¿stoppa¿ technique. The patient had symptoms of little pain but you could see the hernias when he coughed. The secondary intervention was considered successful and was performed only to correct the hernia. Based on the image review and information provided, possible causes for type ib endoleak in the left zsle iliac leg is inadequate seal at the distal end of the iliac leg and possibly due to landing of the zsle device 24m above the iliac bifurcation. The patient had history of hypertension, percutaneous transluminal coronary artery/stent, endovascular treated thoracic aortic aneurysm and dissection and tobacco use in last 10 years. The patient also has a marfans disease with quite tortuous anatomy but not calcified, which could have compromised the seal and/or caused disease progression. Based upon the physician's statement that it is likely that the containment is related to the connective tissue disease presented by the patient rather than a sizing problem; the root cause for this complaint is likely an adverse event related to patient condition. A quality engineer risk assessment was conducted to assess the risk of this failure mode and concluded a change is not required, thus no risk reduction activities are required at this time. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
Additional information regarding event details was received on (B)(6) 2019. It was reported that on (B)(6) 2018, a follow-up showed that the type 1 distal endoleak was still present with a maximum aneurysm diameter of 55mm. It was also reported that on (B)(6) 2018, a 2-year follow-up was completed and showed that the distal type 1 endoleak was still present with a maximum diameter of 58mm. CT imaging showed that the superior mesenteric artery, renal arteries, and the device were all patent, but that the celiac trunk was not patent. No device integrity issues, separation of any components, or evidence of migration were observed. No secondary intervention to the endoleak has been performed. Additional information about the patency of the celiac trunk has been requested but is not available at the time of this report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
H6 - patient code: no code available (3191) - upon image review, it was found an additional graft had been placed in an additional procedure about 22 months after the original to treat the type 1b endoleak. H6 - device code: device-device incompatibility (2919) - the type iiia endoleak was attributed to inadequate overlap between the proximal extension grafts and the distal zsle leg graft. H6 - conclusion code: adverse event related to procedure (4311) and unintended use error caused or contributed to event (61) are conclusions reached for the investigation of the type iiia endoleak. Investigation/evaluation: a review of the complaint history, device history record, drawing, instructions for use (IFU), quality control, and specifications of the device, as well as a review of imaging provided, was conducted during the investigation. The visual inspection of the complaint device could not be completed as the device was not returned for evaluation; however, imaging was provided and sent for expert review during the investigation. At 6 months, a large type 1b endoleak was observed around the left zsle iliac leg that extends proximally into the abdominal aortic sac. This persisted at 18 months. The distal end of the leg lands in an aneurysmal segment of the left cia with no distal graft wall apposition. It cannot be determined if the zsle leg was not appropriately sized or positioned during the index procedure or if this is due to progression of disease by 6 months. At 22 months, there was observed to be placement of 2 kissing stent grafts that extend from the zsle leg into the left hypogastric artery and external iliac artery, presumably to treat the type 1b endoleak on the left. Cook reached out to the complaint facility for information on this procedure but no response to the questions has been provided at this time. Though the extension grafts have adequate distal seal, there is inadequate overlap of the proximal grafts within the distal zsle leg. A focal endoleak is seen in the mid left cia at the junction of the zsle leg and distal extension grafts. This is consistent with a type 3a endoleak and does not extend proximally into the aaa sac. Additionally, a document based investigation evaluation was performed. A review of the device master record found that proper procedures are in place to identify and prevent this failure mode prior to device distribution. A review of the design history file found that design verification and validation testing showed that the affected product is safe and effective for its intended use. A review of the device history record found no related non-conformances associated with this lot. A database search on complaints associated with this lot number found only these two complaints reported. There is no evidence to suggest there is any nonconforming product in house or out in the field. Additionally, a review of the product labeling for the device was completed. The instructions for use states the following instructions related to the reported failure mode: "4 warnings and precautions: 4.1 general. Additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. 4.2 patient selection, treatment and follow-up the zenith spiral-z aaa iliac leg has not been explicitly evaluated clinically; however its performance is represented by the zenith aaa endovascular graft iliac leg (a previous version of the device), which has not been evaluated in the following patient populations: genetic connective tissue disease (e.g., marfans or ehlers-danlos syndromes) concomitant thoracic aortic or thoracoabdominal aneurysms 4.4 device selection strict adherence to the zenith spiral-z aaa iliac leg IFU sizing guide is strongly recommended when selecting the appropriate device size. Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. 4.5 implant procedure inaccurate placement and/or incomplete sealing of the zenith spiral-z aaa iliac leg within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the internal iliac arteries. 5 adverse events: 5.2 potential adverse events: adverse events that may occur and/or require intervention include, but are not limited to: endoleak". Based on the information provided, no inspection of the product, and the results of the investigation, a definitive cause for the type ib endoleak was established as related to patient condition. It is likely the endoleaks are related to continued disease progression or the patient¿s pre-existing condition of marfan syndrome. Based on the information provided, no inspection of the product, and the results of the investigation, a definitive cause for the type iiia endoleak was established as unintended user error and related to procedure. It is likely that the proximal extension grafts had inadequate overlap within the distal zsle leg graft. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Upon image review of this complaint, it was found that the patient had additional devices placed on (B)(6) 2019 (22 months post operation) to treat the type 1b endoleak. The left iliac left graft was relined with 2 unknown ¿kissing¿ stent grafts in the left hypogastric artery and external iliac artery (eia). Though the extension grafts have adequate distal seal, there is inadequate overlap of the proximal grafts within the distal zsle leg. Cook reached out to the complaint facility for information on this procedure. No response to the questions has been provided at this time. If information is provided, the complaint file will be updated at that time. A type iiia endoleak was observed in the mid left iliac artery at the junction of the zsle leg graft and the unknown extension stent grafts. This endoleak did not extend proximally into the aaa sac and the sac diameter has stabilized. An additional complaint has been opened to address this endoleak as a product malfunction and the results of that investigation will be conveyed in this report.